Event description:
Reporter contacted technical solutions stating that a patient's pump and catheter were replaced. The issues began with the patient complaining of not getting any pain relief. This resulted in a catheter dye study being performed on the patient. When the catheter was being checked, the physician tried to pull back csf and it was reported that the csf was coming back very slowly and bubbly. It was reported that the physician believed that there might be a hole in the catheter. The catheter was replaced and the pump was replaced with a medtronic device.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device has not been returned for additional evaluation and investigation. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).